Event description:
It was reported that the stent came off the balloon when removed from the hoop. The stent was observed missing from the balloon when the balloon was being advanced in the pt. The stent was found on the prep table after the balloon was removed from the pt. There was no pt injury or effect. No additional information was available.